Event description:
A ventilator was returned to a third party service center for evaluation. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.